Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the stylet was stuck in the left ventricular lead. The lead was extracted. The patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.